Event description:
It was reported that no rv capture was observed. Fluoroscopy revealed pericardial effusion near the lead tip. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.